Event description:
The customer reported the capped lead was not sensing appropriately. The device was actively implanted for approx 4 yrs, 11 months.

Manufacturer narrative:
On march 25 and april 2, 2008, a letter was sent to the physician trying to obtain info regarding this event and the ventricular lead. On april 4, 2008, the physician reported the event as lead crush and that the lead will not be returned (capped). The physician states during a routine eval in 2008, both the atrial and ventricular leads were oversensing, pt sitting quietly, arms to sides. Pocket stimulation with unipolar pacing, both atrial and ventricular leads. Ventricular lead impedance 522 ohms, sensing 12 mv, and capture .5 v/.49 ms. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.